Event description:
The customer was taken to the emergency room due to high blood glucose levels. The customer was also spilling large ketones. Prior to the hospitalization, the insulin pump had given an alarm that erased all of the settings. No further troubleshooting was performed as the customer was still in the waiting room at the time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.